Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging the onetouch veriopro meter read inaccurately compared to another device. The patient reported blood glucose results of "365 mg/dl" with the subject meter and "154 mg/dl" on another meter, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. The test strips involved with this complaint were tested and found to have failed for control solution high. A secondary issue was note: with control solution performance testing, the meter did not display control solution under the result reading as expected. A blank space indicates incorrect detection of the control solution sample applied. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.